Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The patient was seen for a revision procedure where the lead was successfully repositioned. Of note, the patient was reported to be on a ventilator and very sick. There were no additional adverse patient effects reported. The lead remains in service.